Event description:
Per the clinic, the device was explanted on (B)(6) 2011, due to infection. There are plans to replace the lost fixture, but it is unknown in this has occurred as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.